Manufacturer narrative:
D4 UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6). 2023. The consumer reported some of the solution splashed in her eye. The consumer was advised to flush her eyes with copious amounts of water. The customer reported that they had no irritation after washing the affected area with clean water. The customer confirmed there was no harm due to the test results.

Manufacturer narrative:
D4 UDI: (B)(4). A product deficiency was not reported or found. Ts asked the user for their email address so that a copy of the safety data sheet of the reagent (sds) but the user refused. The reported issue of reagent exposure is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained. H3 other text : single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2023. The consumer reported some of the solution splashed in her eye. The consumer was advised to flush her eyes with copious amounts of water. The customer reported that they had no irritation after washing the affected area with clean water. The customer confirmed there was no harm due to the test results.